Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes had an inconsistent cap color. There were no health impacts or consequences reported.

Manufacturer narrative:
Investigation summary: photos of customer returned samples (3 shelf packs and 1 bag containing unused tubes) were submitted for investigation. The samples and photos were evaluated by visual examination and the indicated failure mode for color variation with the incident lot was not observed. Additionally, (B)(4) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to color variation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode color variation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.